Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead was not capturing and sensing inappropriately. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead was not capturing and sensing inappropriately. The rv lead remains in use. It was also reported that the rv lead was repositioned because it had pulled back into the atrium. No patient complications have been reported as a result of this event.